Manufacturer narrative:
According to the field, the hospital has kept the explanted pacemaker and it may be returned at a later time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was oversensing noise on the right ventricular (rv) channel. A drop in r-waves and high thresholds were also observed on the rv channel. Surgical intervention was performed and the physician noted that the rv lead was entangled in the fibrotic tissue and wound up in some parts but that no visible damage was noted. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.